Event description:
Neilmed sinus rinse bottle tubing crumbled with first use. Small particles could have been inhaled. Product received from ent physician. Frequency: every 12 hours. Route: inhalation. Diagnosis or reason for use: rhinitis. Event abated after use stopped or dose reduced: no.